Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead was failed to extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. X-ray found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. No other anomalies were found.